Event description:
It was reported that a malfunction with the code malf 12 occurred, but no notable events were noted prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, advising them to call back if the issue persisted or recurred in the future.